Event description:
It was reported by the surgeon that the delivery of the distal femur replacement implant contained the incorrect drawing.

Manufacturer narrative:
A review of the manufacturing history confirms no non-conformances were identified. Review of the order details confirmed that the designer of the device is responsible for putting together the pack that is sent with the component. It was confirmed to be a human error of including the incorrect drawing with this device. The design team have been notified of this complaint. Please note that this custom implant is similar to the mets modular distal femur replacement implant (k121029).

Manufacturer narrative:
A review of the incident revealed that the design engineer for this custom device was responsible for reviewing the contents of the shipment prior to dispatch, that the wrong drawing was printed and sent is attributed to this individual. Retraining was conducted and in addition the responsibility for inspection and release of custom product shipments has been transferred to the quality assurance function. This inspection is conducted against a defined checklist to ensure accuracy and consistency. This complaint is being closed and is being tracked and trended.

Event description:
It was reported that the distal femoral replacement implant contained the incorrect drawing when delivered. The operation drawing for an indian patient was dispatched with the implant in error. The correct implant was shipped. (B)(4).